Manufacturer narrative:
On 9/19/2025, stryker instruments discontinued the practice of filing mdrs for complaints related to coagulation or cutting function not working, insufficient energy output when using coagulation or cutting function for devices registered under gei product code in according to FDA's "final guidance on medical device reporting for manufacturers" section 2.15. This malfunction has not caused or contributed to any serious injuries or deaths in at least two years. No new mdrs will be filed for this malfunction and corrected supplemental mdrs will be submitted if necessary for any events pending device investigation.

Event description:
No new information.

Event description:
It was reported that during a procedure the coag function on the e-sep safeair pencil did not work but the cut function did. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
D4: lot number of the device is unknown - full UDI is not available.